Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. After the day of the treatment the fse (field service engineer) replaced laser head as a preventive measure. Log file review for the day of shows all laser system functions were within specifications. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker and fluence test without any issue. The log file shows multiple successfully performed treatments. The corresponding treatment could be identified in log file. The energy was stable during the whole day. The corresponding treatment was performed successfully with one interruption. No technical problem can be identified during logfile review. Anterior uveitis is not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported anterior uveitis (toxic anterior segment syndrome) and secondary glaucoma in both eyes post photo refractive keratectomy. A cycloplegic eye drop with steroid was prescribed. The anterior uveitis and secondary glaucoma has resolved following the drop treatment. However, the patient has synechia which has created an irregular pupil. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye